Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and severely calcified vessel in the upper arm. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 15 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient status was good post-procedure.